Event description:
It was reported that (1) device was used during a lung resection. It was reported by the affiliate that the et45b instrument anvil was broken and slipped out. Another instrument was used to complete the case. There was no consequence to the pt.